Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the fiber optic port of cardiosave iabp (intra-aortic balloon pump) was cracked.

Event description:
N/a.

Manufacturer narrative:
Corrected field :h6 ( medical device ¿ problem code ). Updated fields: b4, e2, e3, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the cable assy, fo sensor extension (d012-00-1562) to resolve the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Corrected fields: h6 (investigation findings), e1 (initial reporter, event site emai) updated field: b4, g3, g6, h2, h11.

Event description:
N/a.